Event description:
It was reported that the patient had a surgical procedure to revise this artificial urinary sphincter (aus) due to the device no longer functioning. The aus remains implanted and active and was scheduled to be revised on (B)(6) 2021. An MRI was completed and observed that the balloon was completely empty of fluid.

Manufacturer narrative:
Returned product consisted of an ams 800 pressure regulating balloon, occlusive cuff, and a control pump. The cuff component was visually inspected, microscopically examined, and tested for leaks. A pinhole fluid leak was identified in the cuff shell. The damage is consistent with wear at a corner of a fold in the cuff component. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon was not functionally tested because of unknown product specifications, and further testing did not deem necessary as a malfunction was identified in the cuff component. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump or the pump kink resistant tubing (krt). The pump was not functionally tested because a malfunction was identified in the cuff component. Product analysis confirmed the reported mechanical issue and fluid leak.

Event description:
It was reported that the patient will undergo a surgical procedure to revise this artificial urinary sphincter (aus) due to the device no longer functioning. The aus remains implanted and active and is scheduled to be revised on (B)(6) 2021. An MRI was completed and observed that the balloon was completely empty of fluid.